Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose level was 220 mg/dl. His target range is 100-130 mg/dl. His blood glucose monitor gave him bolus advice of 2 units of insulin. The patient did not currently have any active insulin. He stated that the advice of 2 units of insulin was incorrect. He bolused manually, ignoring the advice. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
Using a solution which mimics the native blood sample, the iu was able to generate a bg value which produced a bolus advice. The iu then performed a manual calculation of the bolus advice and verified the two bolus recommendations were identical. This verifies that the bolus calculator works as intended.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.